Manufacturer narrative:
Directlink module was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
Linked to mfg report numbers: 3013886523-2024-00009; 3013886523-2024-00010; 3013886523-2024-00017; 3013886523-2024-00011. A facility reported: "yesterday at 7:00 am I replaced the icp meter because the black box showed a red light. When connecting the same catheter (sensor) to another box, the icp could not be replaced." "Replaced again at 11:00 pm because the catheter (sensor) did not work. When I switched from the black box to the monitor, the monitor indicated that the icp meter was defective, so it was replaced again." "Last night at 1:30 am the monitor indicated that the catheter (sensor) was defective and that it had to be replaced. I changed the caterers (sensor) again." "Last night at 03:00 am it stopped working and I didn't do anything anymore, but this morning when I plugged it in it worked again."